Event description:
It was reported 2024.04.30 00:00 in the oncology ward of the (B)(6) hospital (B)(6) autonomous prefecture, because the patient is a tumor patient and needs to undergo chemotherapy, a central venous catheter is used to establish a channel for the patient's intravenous infusion; (B)(6) 2024 in the course of the treatment, it is found that a catheter-associated venous thrombosis has been formed, the patient's condition is suddenly aggravated, and the site of the catheter has become red, swollen, and painful. (B)(6) 2024 immediately administer anticoagulation therapy to the patient; 2024.05.30 16:11 removal of central venous catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.